Manufacturer narrative:
The customer's AED was received for investigation. The electrodes used during the rescue had been discarded and weren't available for examination. Data downloaded from the AED at the time of the rescue showed that after the electrodes were placed on the patient, the AED kept prompting the user to "check electrodes". The AED never began analyzing the patient's rhythm. The AED passed all incoming tests. While undergoing light vibration, AED self tests were run every 30 seconds for 2 hours without generating any errors. Impedance testing found the AED accurately detect impedances within the human impedance range. The AED was opened and components that could affect the patient impedance circuit were measured and no problems were found. Inspection of the main pcba found no defects. With the use of a defibrillator analyzer, a simulated rescue was performed in an attempt to recreate the reported problem. The AED correctly identified pads placement, performed rhythm analysis, delivered shocks, and prompted for CPR following shock delivery. The AED functioned as designed during the simulation. The root cause of the reported problem wasn't identified and testing was unable to duplicate the reported problem under normal operating conditions. No hardware or software problems were found and the AED operated correctly. If there is poor electrical contact between pads and a patient the AED can't detect that pads are attached and will continuously prompt the user to "check electrodes". This problem may have been caused by the condition of the patient's skin, damaged electrodes, or user error. It's unlikely the electrodes were damaged prior to use because the AED wouldn't have been rescue ready at the time of the rescue. The AED was serviced and returned to the customer.

Event description:
The resident was found unconscious and CPR was started by 2 nurses. The AED was brought and when the pads were placed on patient the AED kept on repeating place pads on patient. The same problem occurred with another set of electrodes. CPR continued until emergency services came and took over CPR and rescue operations. The patient didn't survive. The sudden cardiac arrest event wasn't witnessed and it is unknown how long the patient was down before the AED was attached.

Manufacturer narrative:
The electrodes used during the rescue aren't available for evaluation because the customer didn't keep them following the rescue.

Event description:
The resident was found unconscious and CPR was started by 2 nurses. The AED was brought and when the pads were placed on patient the AED kept on repeating place pads on patient. The same problem occurred with another set of electrodes. CPR continued until emergency services came and took over CPR and rescue operations. The patient didn't survive. The sudden cardiac arrest event wasn't witnessed and it is unknown how long the patient was down before the AED was attached.